Manufacturer narrative:
Our field service engineer (fse) who was dispatched to the facility examined the ventilator. The fse found that the cause was the male quick connector that the hospital uses with the hoses connected to the ventilator. The internal o-ring of the male quick connector was worn out, sticky and caused the valve to stick. It just allowed enough pressure for the gas module to recognize the 50psi in the ventilators. The o-ring restricted the flow which in turn caused the flow transducer test to fail during the pre-use check.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).